Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was further observed that the housing was deformed/bent, the labeling had an illegible etch, and the moving parts did not move smoothly. It was determined that the device had a leak tightness test failure, would not hold/secure the battery, and would not run. It was further determined that the device failed pretest for markings, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check roundness of housing, check function of new version falling out protection, check fitting of the lid, check for wear on housing and check general function of device. It was noted in the service order that during pre-surgery, it was discovered that the device was not working. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.